Event description:
A journal article was reviewed that contained information regarding this implantable cardiac resynchronization defibrillator system. During the implant procedure the coronary sinus was dissected. There were no further patient complications reported as a result of this event.

Manufacturer narrative:
Without a lot number or device serial number, the manufacturing date cannot be determined. The generic lead was made a medtronic lead as there is no information whether the patient had a medtronic or competitor lead. This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Referenced article: "defibrillation testing during implantable cardioverter-defibrillator implantation in italian current practice: the assessment of long-term induction clinical value (alive) project." American heart journal. August 1 2011;162(2):390-397.